Manufacturer narrative:
Zimmer biomet (B)(4). Additional PMA/510(k) number: k011028, k013227. Device not returned.

Event description:
It was reported that implant was removed due to implant fracture. Tooth location 36.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One impl scr-v mini sbm 3.3mm 3.5mm 13mm (svmb13) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and fracturing at the collar. Blood and bone debris present on the external threads and implant drive feature. Implant severely damaged most likely from removal process. The reported event is confirmed following inspection of the returned device. Based on the evaluation, the device malfunction has occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 61961331. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61961331) for similar event using keyword fracture implant and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes are parafunction/patient factors, as it was noted the patient had the device implanted on tooth site #36 (fdi) for approximately 8 years, meaning the device was exposed to long-term parafunctional habits. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.